Event description:
In 2204, k.m.I. Was notified of the explant of a subtalar m.b.a. Orthopedic foot implant to address pain reported by the pt. The device was not reported defective, and was not returned to k.m.I. For evaluation.